Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), cable assembly, ECG leadwire set, operat is missing. There was no harm or injury reported.

Manufacturer narrative:
This reported incident is not valid because the customer initially reported that ECG cable leadwire assembly set was missing but later they found the missing part, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a